Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a left-handed shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced in a highly calcified lesion near the anastomosis. However, during more than 12 inflations at 24 atmospheres for 1 minute, the balloon ruptured. The balloon was removed from the sheath without issue. The balloon itself was reported to have cracked and split in two according to the doctor's visual observation. Since the lesion had already been balloon dilated multiple times, the procedure was ended without continuing. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 30mm proximal of the distal markerband. The distal section of balloon material was also torn longitudinally beginning at the circumferential tear and extending across the entire length. No other issues were noted with the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a left-handed shunt in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced in a highly calcified lesion near the anastomosis. However, during more than 12 inflations at 24 atmospheres for 1 minute, the balloon ruptured. The balloon was removed from the sheath without issue. The balloon itself was reported to have cracked and split in two according to the doctor's visual observation. Since the lesion had already been balloon dilated multiple times, the procedure was ended without continuing. No complications were reported, and the patient was in good condition post procedure.